Manufacturer narrative:
The manufacturer received information alleging a proximal pressure line had failed on the device. There was no harm or injury reported. During the evaluation of the device at the customer site, the system board was causing the proximal line to fail on the device. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a proximal pressure line had failed on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.